Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The device was received with balloon protector stuck on the device, covering nearly the whole balloon except approximately 5mm of the proximal section of the balloon. An attempt to remove the protector found that it was not possible. This was possibly because of the shaft break, it was not possible to apply a vacuum on the device to facilitate the removal of the protector. A complete break was identified at the guidewire port bond. As a result, the device was returned in two separate sections. A visual and microscopic examination identified no issues with the extrusion shaft which could potentially have contributed to the break. A visual and tactile examination identified no kinks or damage on the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that the device broke. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that the device got separated near the exit port of the guidewire when trying to pull out the cover attached to the balloon. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that the device broke. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that the device got separated near the exit port of the guidewire when trying to pull out the cover attached to the balloon. The procedure was completed with another of the same device. No complications were reported.